Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that a metal piece came out of the handpiece. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
It was reported that a metal piece came out of the handpiece. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.